Manufacturer narrative:
Correction data: upon further review of the device evaluation, it was observed that the device failure also had a root cause of user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and device use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device temperature was above specification, the bearings, cable and locking components were damaged and the hose was cut. It was further determined that the device failed pretest for cutter lock assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, safety assessment, air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device was releasing the cutter device after a couple of rotations. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.